Event description:
It was reported that this pacemaker recorded an alert for remote monitoring disabled (rmd) for radio frequency (rf) telemetry. Technical services (ts) reviewed the available information and noted that, although the alert displayed an explant date of (B)(6) 2000, analysis indicated the event was likely a true rmd condition. The findings and associated risks were discussed with the health care professional (hcp). This device is expected to be replaced in a near future. No adverse patient effects were reported. This pacemaker remains in service.